Event description:
During routine process review, it was discovered that apnea monitor sensor with belts did not carry a manufacter's label on package. While nurses knew and recognized the product, absence of manufacturer's label introduces potential for confusion.this product as it is distributed does carry a hospital-produced label with item number, bar code and short description. However, this is a distribution label. ======================manufacturer response for apnea monitor accessory kit, start-up accessory kit======================vendor assured us of call back; have yet to hear back from manufacturer.